Event description:
It was reported that during the priming of a polyflux 170h , an external water leak from the end of the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photos of the sample were provided for evaluation. The visual inspection of the two provided photos showed the product wet and after use. Photo one showed the header area with a black mark at the possible location of the leak. Since the product was not in use anymore the reported failure can neither be confirmed nor excluded and photo two showed only the product label. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.